Event description:
Litigation alleges patient experienced severe pain and discomfort, loosening of the hip implant, and difficulty ambulating.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the metal insert and head part and lot number combinations. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the stem was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2266990, 2345788, 2303622, and bd4ej1. A search of the complaint database search finds one additional reported incident against lot code a4pa84 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and sticker sheet received. Ppf has no new allegation. Sticker sheet shows that the patient was revised to a prostalac stem, cup, liner and head then were removed on (B)(6) 2008 which indicates that the infection was already cured. Re-implanted total hip prosthesis was competitor. Doi: (B)(6) 2007, dor: dec. 4, 2007, (left hip).